Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red irritation under the lifevest. The patient's doctor initially advised that "hte" patient use benadryl. After the irritation continued, the patient's physician determined that the patient was experiencing an allergic reaction. The patient was prescribed steroid pills for the irritation. The patient ended use of the lifevest.